Manufacturer narrative:
(B)(4). Evaluation of the incident generator did not identify any conditions that would have cause or contributed to the reported event. Additionally, evaluation of the concomitant switching controller and perfusion pump found them to function properly and within specifications.

Event description:
The customer reported that the pt received an alternate site burn at the needle electrode monitoring site during a liver ablation procedure. The burn occurred on the pt's upper left chest, near the collar bone. There were four grounding pads in use, all placed on the pt's thighs. The degree of burn and type of treatment provided are unk, but there was a consultation with plastic surgery.

Manufacturer narrative:
Covidien ref# (B)(4). The ctrf117 ablation generator has been received and is under eval. When the device eval is complete a follow up report will be submitted.